Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system boots up slowly and stuck at countdown 00:00. Upon further inspection, philips field service engineer (fse) visited onsite and checked the logfiles and found that the flexvision pc start up slowly. Fse reset the bios battery setting of flexvision pc and reseated the hard disk. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.